Manufacturer narrative:
The technician found the casters were worn with excessive wax build up. The technician replace the four casters to repair the bed.

Event description:
Information received indicates the brake is not holding.